Event description:
During a bankart repair utilizing a bioraptor, knotless suture anchor, it was reported that when the surgeon attempted to implant the device with two gentle hits, the anchor broke into pieces. The pieces were removed and another site prepared, leaving the initial site empty. The second bioraptor, knotless suture anchor was placed successfully. The patient's bone quality was reported as good. There were no reports of patient injuries or complications.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).